Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving inappropriate high voltage therapy. Interrogation showed t-wave over-sensing and noise on the right ventricular lead. The patient was asymptomatic before and after the shock. The device was programmed and the patient was stable throughout.